Manufacturer narrative:
The investigation found the combination of hardware replacements and sample integrity improvements by the customer showed improvement with qc and patient results. It was determined the analyzer was running within specification for qc and patient results. The event was most likely due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.

Manufacturer narrative:
The field service representative could not find a cause. He ran successful calibration, qc, and precision testing. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 results for one patient from the cobas c 111 analyzer. The initial sodium result was 119 mmol/.l and the repeat results were 137mmol/l and 136 mmol/l. The initial potassium result was 3.4 mmol/l and the repeat results were 4.0 mmol/l and 3.9 mmol/l. The initial chloride result was 125 mmol/l and the repeat results were 104 mmol/l and 104 mmol/l. The questionable results were not reported outside of the laboratory. The sodium electrode lot number was 21594848 with an expiration date of 29-may-2020. The potassium electrode lot number was 21593947 with an expiration date of 27-mar-2020. The chloride electrode lot number was 21500347 with an expiration date of 03-jul-2020.